Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female who underwent breast augmentation revision with a mentor memorygel 400 cc silicone prosthesis experienced spontaneous left sided deflation, and unknown grade capsular contracture, and bilateral ptosis post procedure. The patient went in for a breast lift and a capsulectomy and during the surgery it was discovered that the left side to be rupture. As a result patient underwent bilateral replacements as follow: left replaced with cat#: 3504001bc, sn#: (B)(4), right side cat3, and sn# are unknown on (B)(6) 2021. This report relates to the right prosthesis.